Event description:
Per the clinic, the patient experienced a lack of communication with the internal device. Reprogramming attempts were made; however, no connection could be made to the internal device, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report filed october 3, 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2013.